Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to a super capacitor issue. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).